Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn-cap y experienced leakage at the diaphragm during use. The following information was provided by the initial reporter: on b)(6)2019, during CT coronary angiography examination, it's noticed that prn broken and result in leakage at prn.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7324092. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn-cap y experienced leakage at the diaphragm during use. The following information was provided by the initial reporter: on (B)(6) 2019, during CT coronary angiography examination, it's noticed that prn broken and result in leakage at prn.